Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation because its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a pseudo anonymized data for the pmcf study that a patient had loosening of distal screw and backout causing lateral knee pain. The patient was treated with removal of the distal screw. It is further noted the patient experienced malunion of the fracture with callus along the patello femoral articulation causing knee pain and affecting the patella tracking. It was reported that no additional information is available.